Manufacturer narrative:
Continuation of d10: product ID 9735670 (serial: (B)(6); product type: explant date n/a section d references the main component of the system. Other medical products in use during the event include: ssd 9736411 2.5in1tb s8 os 2.0.x dpd svc h3) no parts have ben returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the system rebooted in the middle of a case. They did not see a message before the system rebooted itself. The issue was not known to have happened before. The system booted up without issue, so the case continued. There was a reported delay of less than one hour and no reported impact to patient outcome.